Event description:
A report that a pt was explanted due to infection was received. The pt's symptoms were redness and swelling at the ipg site. The physician explanted the entire system and the pt was treated with PICC line antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.